Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with mentor memorygel 300cc silicone breast implants experienced bilateral capsular contracture grade IV post procedure. The report indicated that the patient is developing scar tissue, painful, and when wearing bras, she must adjust due to discomfort. The mammogram examination reported normal. As a result, patient scheduled for removal on (B)(6) , 2021. This report relates to the right prosthesis.